Event description:
The customer contact reported the screw was not stationary. The customer contact reported that the hub that screws onto primary tubing is not stationary and slides up and down the tube exposing the part that goes into the primary tubing to contact and contamination. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.